Event description:
User facility report # (B)(4). It was further reported that the patient returned as an outpatient for re-thrombosis of arteriovenous fistula. Per procedure report: lysis was unsuccessful. During lysis a 6mm balloon angioplasty of the venous anastomosis was performed. The graft was manipulated. Flow was present within the proximal segment, which appeared to be venous, of the graft which showed venous branches on prior study. The graft never cleared of thrombi and thrombi were seen up the cephalic vein. Some narrowing was noted in the upper cephalic vein and therefore the entire cephalic vein was dilated using an 8mm balloon. Multifocal stenosis were identified. At the level of the scapula, the balloon failed and burst. At this point the catheter became very difficult to withdraw. 100 micrograms of nitroglycerin were instilled to relive any spasm and the catheter was slowly withdrawn, but ultimately stopped in the mid humeral region. Ultimately the catheter fractured between the markers on the balloon catheter leaving an approximately estimated 2cm fragment in the cephalic vein. Another ir procedure performed to place a tunneled vascular access device that was required for the patient to continue dialysis treatment. In review of the procedural report the interventional radiologist felt that the fragment would be unlikely to migrate and cause patient harm.

Event description:
It was reported that during a fistula gram treatment procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the non-calcified and tortuous fistula. The 8.0 x 40, 75cm mustang balloon ruptured circumferentially upon the 1st inflation at approximately 25atm. There was resistance met when the device was being removed. The mustang balloon was removed successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in two pieces. The shaft was cut 8mm from the strain relief and the shaft was kinked in several locations along its length. The balloon was torn circumferentially 38mm from the proximal balloon bond. The shaft was stretched at a length of 3mm proximal to the proximal balloon bond. The distal portion of the balloon, shaft and distal tip were detached and not returned with the device. The two markerbands were detached and not returned with the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
User facility report # 3300440000-2012-002. It was further reported that the patient returned as an outpatient for re-thrombosis of arteriovenous fistula. Per procedure report: lysis was unsuccessful. During lysis a 6mm balloon angioplasty of the venous anastomosis was performed. The graft was manipulated. Flow was present within the proximal segment, which appeared to be venous, of the graft which showed venous branches on prior study. The graft never cleared of thrombi and thrombi were seen up the cephalic vein. Some narrowing was noted in the upper cephalic vein and therefore the entire cephalic vein was dilated using an 8mm balloon. Multifocal stenosis were identified. At the level of the scapula, the balloon failed and burst. At this point the catheter became very difficult to withdraw. 100 micrograms of nitroglycerin were instilled to relive any spasm and the catheter was slowly withdrawn, but ultimately stopped in the mid humeral region. Ultimately the catheter fractured between the markers on the balloon catheter leaving an approximately estimated 2cm fragment in the cephalic vein. Another ir procedure performed to place a tunneled vascular access device that was required for the patient to continue dialysis treatment. In review of the procedural report the interventional radiologist felt that the fragment would be unlikely to migrate and cause patient harm.